Event description:
The customer's husband called to report that his wife passed away due to cardiac arrest. Prior to her death, the customer was struggling with high and low blood glucose levels. The customer changed the infusion sets, but that would only help temporarily. The husband stated that the customer was wearing the insulin pump when she passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.